Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had battery cap and contacts were damaged. Customer also stated that the battery cap black dots were missing. No harm requiring medical intervention was reported. Troubleshooting was unknown and replacement battery cap will be provided to the customer. The insulin pump will not be returned for analysis.